Event description:
Event description guidant received information that this ventricular lead was surgically abandoned due to high impedance measurements, greater than 9,999, and increasing threshold measurements. Critical therapy not inhibited.